Event description:
The healthcare professional (hcp) of the home pt (hp) reported that the hp received a hairline crack in their right elbow and a torn ligament in their knee after slipping and falling while transporting the homechoice cycler from their home to their dialysis center. An order was placed with baxter's home pt service rep (hpsr) for a homechoice cycler to be delivered to the dialysis center; however, the cycler was delivered to the house of the hp instead. An hpsr contacted the hp and offered to have the cycler picked up and the mistake corrected; however, the hp refused and attempted to transport the cyler to the dialysis center themself. While the hp was walking out of their house carrying the cycler, they slipped and fell. The hp reported on pt injury or medical intervention at the time of the event; however, in 10/2002 they reported some swelling on their elbow. The hp was examined in 11/2002 by an orthopedic specialist and was found to have a cracked elbow and a torn ligament in their knee. The hcp relates that hp was fitted with a knee brace and hp received over-the-counter alleve for this incident. The hcp relates that there is no surgery intended as a result of this incident.